Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had some motor errors, insulin shooted out during priming, buttons were sticking and had to press 2-3 times, also the insulin pump had locked up couple times. Customer¿s blood glucose level was 250 mg/dl. Customer also reported that the insulin pump had rejected new batteries, received frequent random unexplained no delivery alarms and had to rewind more than once. The device will be returned for analysis.